Event description:
The customer called to report that insulin leaked past the o-rings. The customer also reported a blood glucose reading of 462 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.